Event description:
The dealer was calling in to find out the warranty on the chair. He did not want a quote. The dealer stated when the chair came back from being rented the frame was bent. The dealer states, he has no additional information. The dealer doesn't know which side.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.